Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received low reservoir alert and there was still 3/4 left in the reservoir. Customer was instructed to rewind insulin pump and run 5 units fill cannula but air bubbles were present inside the reservoir/tubing. Customer was advised to change the infusion set. Blood glucose level at the time of the incident was 12.3 mmol/l. No product would return for analysis.